Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed loose pitch cables at the distal clevis hub. The pitch cables were also observed to be frayed. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in clevis. Upon removal of the housing the pitch cable was also found to be broken at the clamping pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
The customer fenestrated bipolar forceps instrument was returned by the customer without calling first to the customer service department to initiate a complaint.